Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. 81 - other: the device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was fully inserted and then removed in pieces after doctor noticed the small tear noted on the surface of posterior iol. It was replaced with the back-up iol, same model and diopter size. No incision enlargement, no vitrectomy, no sutures done. Patient was well post-op, no post-op injury. Suspect iol discarded as it is already in pieces. No other information was provided.